Event description:
During remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were recorded on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.